Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she went to the hospital due to a high blood glucose reading of 589 mg/dl. At the hospital, the infusion set was removed, and the cannula was bent. Troubleshooting was performed, and found that the customer did not change the infusion set when experiencing high blood glucose levels. The customer stated that she was too tired to change the infusion set, and instead, took a nap. The customer also stated that the cannula was bent when the infusion set was removed. Nothing further was reported.